Event description:
The patient had undergone removal of the ipg and sensing lead on (B)(6) 2025 with reports of pain and a palpable bump. During removal, the surgeon determined the patient had a foreign body reaction to the device, causing inflamed and necrotic tissue. Upon conclusion of root cause investigation and returned product analysis on 23-dec-2025, we found that the ipg grommet used to make contact with the lead connector was damaged with a pin hole tear in the slit. This allowed biologic material to ingress, resulting in device corrosion. This exposed the patient to corroded material. The device removal procedure addressed this risk, and the issue is now resolved.

Event description:
Patient presented to the physician with the ipg moving within the pocket, causing pain, and a palpable bump at the site. Physician brought the patient into the or, and upon accessing the ipg pocket, the physician noted evidence of a foreign body reaction due to the implant. Physician observed corrosion on the sense lead pin set screw grommet at the ipg header, along with corroded tissue surrounding the ipg. Physician removed the ipg and sensing lead and closed the incision.